Manufacturer narrative:
G4: 18dec2019. B4: 07jan2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the blower assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020. B4: 23apr2020. The blower assembly was returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the blower assembly revealed no signs of physical damage and contamination. The blower assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation blower assembly failed testing. The reported complaint was confirmed. This issue was caused by a failure of the lm20 temperature sensor. However, there was no excess noise detected during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019.

Event description:
The customer reported a ventilator with a noisy, overheating blower. There was no patient involvement / harm.